Event description:
The customer reported a suspected positive biological indicator (bi). The customer alleged that the load was not recalled. There were no reports of physical injuries related to the unrecalled items.